Event description:
Allegedly, the proximal/distal adjustment knob became jammed and unmovable, even with pliers. Alignment in the plane was unattainable. Surgery was aborted at this point. The operation had to be abandoned and the patient had to be woken from being anesthetized.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.